Event description:
False (B)(6) advia centaur hbsag results were obtained for a patient sample. The results for two other draw samples on the same date were (B)(6). Repeat testing was performed on another instrument for the three patient samples and the results were the same. The (B)(6) result was reported. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant hbsag results.

Manufacturer narrative:
The cause for the discordant hbsag result is unknown. Possible sample tube contamination. The customer ruled out a mislabeled sample tube because the results obtained for bun, creatinine, and hcg on the two samples were the same which indicates that the samples are most likely from the same patient. The qc and calibrations were acceptable. The instrument is performing within specifications. No further evaluation of the device is required.